Event description:
Information was received regarding a cadd legacy plus pump. It was reported the device alarmed prior to completion so patient went to the clinic. The pump reported a resvol of 8.1ml but upon drawing out the medication, only 2.5ml remained. There was no injury reported.